Manufacturer narrative:
Section e1: establishment name: (B)(6) clinic. The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the bending section rubber. It was also noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There was a lack of image on the monitor due to dirt on the objective lens. There were scratches noted throughout the device. The light guide lens, objective lens and control unit had discoloration. The paint on the air/water and scope cylinders was peeled. The electrical connector had corrosion due to water leakage and the image had a partial dark area due to dirt on the objective lens. A flare occurred due to a scratch on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the insertion tube could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instruction for use (IFU). A definitive root cause of the foreign material in the tube could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had air/water leakage. Inspection and testing of the returned device found that connecting tube had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.